Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was (dim/fading/color spectrum). The reporter also alleged there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: during investigation, the pump was powered on to a display with a pinkish contrast. Cracks in the battery compartment were found above and below the bumper pad. No moisture was observed in the battery compartment, however there was moisture behind the display lens. A leak test was performed and failed due to the battery compartment leaks. The pump cover was removed to find internal moisture damage. Unrelated to the original complaint, all keypad buttons were found to be unresponsive. This caused the pump to be unable to move past the verify screen, and test the responsiveness of the audio bolus button. (B)(4).